Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed a hole and reddish material inside of the pebax in the smart touch sf catheter. Force test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and error 106 was displayed in the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30462313l number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The customer complaint regarding force issue was able to duplicate during the product investigation. The pebax was found damaged with a hole and foreign material inside. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an afib ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified reddish material inside of the pebax with a hole inside. During the procedure, there was a false detection with the thermocool¿ smart touch¿ sf bi-directional navigation catheter. The physician stopped the ablation when the force value increased to hi. The catheter couldn't detect the correct force value as the force value kept reading hi. The physician attempted to troubleshoot by moving the catheter to the other chamber several times to check if it was a temporary malfunction. The issue did not resolve so the physician re-plugged the catheter cable and changed the cables twice. The issue persisted. The catheter was replaced altogether and the procedure was continued. No patient consequences were reported. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.